Manufacturer narrative:
The event of a scheduled lead revision was reported to abbott. The patient had both leads replaced due to lead migration. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03502. It was reported that the patient's scs leads had migrated. Surgical intervention took place where the leads were explanted and replaced. Therapy was restored post procedure.